Event description:
A malfunction was reported on the pump, indicated by malfunction code malf 3. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was advised to use mdi as a backup therapy and cts sent a replacement pump. Customer understood instructions to put the pump into storage mode and to return the problematic pump via ups.